Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) impedances of greater than 2300 ohms. The impedances caused a lead safety switch (lss) and it looks as if they have been rising for greater than a year. There was also loss of capture (loc) as well as lead fracture, or setscrew issues. The patient had not been seen for a very long time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.